Event description:
It was reported that the patient could not turn the stimulator off. The patient felt stimulation even when the 8840 programmer indicated the stimulator was off. The patient was taken to surgery and the physician blind tested the patient by disconnecting and reconnecting the stimulator from the extension. The physician then did the same thing with a different stimulator. The stimulator was replaced. Both test stimulators were sent to the hospitals technical department and the device was tested (test methods unk) and it was noted that the device reacted very different. Following replacement the patient was very happy and said that stimulation was much nicer compared to the first device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.